Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/spinal pain. It was reported that the ins was overdischarged. According the patient this was their 2nd od due to patient compliance. The rep attempted to communicate with the ins using the clinician programmer, patient programmer (pp) and recharger (insr) were unsuccessful. The rep al used many times to try to get normal charging started and was unsuccessful. Two rounds of pmr were done, 60 min each. Normal charge was not attained after these either. Issue was not resolved. Patient and hcp to discuss potential ins replacement. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that no further attempts would be made to bring patient out of od state. An ins replacement surgery was planned however date not yet confirmed.